Event description:
During a follow-up in clinic, a loss of capture was observed on the left ventricular (lv) lead. Fluoroscopy inspection was performed which confirmed dislodgement of the lv lead. The lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.